Event description:
Cautery pencil resting on pt at beginning of obstetrical procedure. Obstetric technician smelled smoke-moved a wet sponge and noticed pencil was on (hot) and was burning wet sponge. No one had activated the pencil. Situation brought under control-no further fire or problem. Pencil was given to sales rep-7/1/98. User facility is using other esu pencils until report is rec'd from maxxim.